Event description:
It was reported that the patient believed the nine year old inflatable penile prosthesis (ipp) had failed and wanted to discuss with a physician the possibility of a replacement.

Manufacturer narrative:
B1, b2, b5, d4, d6, d7, d11, e1, h1, h2, h10 updated.

Event description:
It was reported that the patient believed the nine year old inflatable penile prosthesis (ipp) had failed and wanted to discuss with a physician the possibility of a replacement. Two months later, the patient underwent an ipp replacement surgery. During the procedure the existing device was removed and a new ipp was implanted. It was unknown if there were specific malfunctions with the explanted device. The surgery was successful and patient did not experience any known adverse events.